Manufacturer narrative:
Product ID neu_recharger_acc, product type recharger. (B)(4).

Event description:
It was reported that there was a patient in the emergency room that was no longer receiving stimulation and had an error code on her recharger. The healthcare professional (hcp) synced the patient programmer to the device and a power on reset (por) error code was displayed. The error code was cleared without problems. It was stated that once clear, the patient had a return of complete pain coverage and almost immediate relief of pain. It was noted that the patient put a heating pad on her chest earlier in the day, which happened to be placed over the device. It was stated shortly thereafter the patient had a return of symptoms. There was no patient injury or death associated with this event.